Event description:
A return product was received. It was reported that the battery was depleted. No pt injury was reported. The pt recovered without sequelae.

Manufacturer narrative:
(B)(4). Final analysis of the pump revealed that the 5 ma 5 second pulse battery resistance was 355 ohms, which exceeded the battery specification upper limit of 317 ohms.